Event description:
A physician attempted arteriotomy closure with the perclose ak 6 fr. The physician pulled out the plunger and discovered that the link was disconnected from the cuff. Another perclose ak 6 fr. Was used and the physician experienced the same event. Another brand of device was used to achieve hemostasis. The next day, the patient presented with a pseudoaneurysm and hemostasis was achieved with manual compression.

Manufacturer narrative:
The device was returned. Based on available information, device malfunction could not be identified. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.